Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. Zimvie did not receive one screw for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR, sterilization, and complaint history review could not be performed, as the subject lot number is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was screw/product not torqued to specification. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimvie complaint: (B)(4). A2: patient age is not provided / unknown. A4: patient weight is not provided / unknown. B3: date of event is not provided / unknown. D1: brand name is not provided / unknown. D4: catalog number and lot number are not provided / unknown. E1: initial reporter¿s first name is not provided / unknown.

Event description:
It was reported that the abutment screw loosened multiple times in the patients mouth. Tooth #30.